Event description:
Additional information was received that a united states patient was airlifted from canada to a hospital in (B)(6) because he was not getting remodulin infused for about 4 hours due to defective tubing. The patient eventually found old tubing that he connected and was able to infuse. Having no remodulin for 4 hours left the patient dizzy, confused, disoriented and having difficulty breathing. The patient was admitted to the hospital for having difficulty breathing. No resuscitation measures were taken. In the physician's opinion, the cadd tubing caused or contributed to the patient's complications. The infusion was life sustaining and the patient received the remaining infusion volume at the hospital.

Event description:
Information was received indicating that high pressure occurred with a smiths medical cadd extension set. It was reported that the patient was airlifted to a medical center from (B)(6), but it is unknown if the patient was admitted to the hospital or if there were any adverse effects. It was reported that subsequently the tubing was replaced.